Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 700 mg/dl, the customer current blood glucose was 280 mg/dl. The customer was hospitalized on (B)(6) 2018 3pm. The customer was treated with injection and pump. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Unit functioning properly. Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.